Event description:
The customer complained of discrepant inr results with coaguchek vantus meter serial number: (B)(4). At 2:00 pm, the meter result was 4.6 inr. The customer retested within 20 minutes and the result was 3.4 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer tests weekly.

Manufacturer narrative:
Initial reporter's occupation is patient/consumer the test strips were requested for investigation. The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr. Qc 2: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.